Event description:
The customer reported the part of the aa4204vl silicone single piece lens tore off in the injector as the surgeon was inserting the lens. The piece in the eye was removed and another same model lens was implanted without any injury to the patient. The cause of the event was unknown.

Manufacturer narrative:
Review of the DHR of the lens, cartridge and injector used during this instance show all processes were performed per sops and all parameters were within staar's specifications. Furthermore, after reviewing the documents and performing a root cause analysis, the root cause is not likely related to the raw material and manufacturing process of the lens, cartridge and injector. The lens may have been damaged by the user with sharp forceps used to remove from the lens tray or the lens may have been damaged during incorrect loading into the cartridge, however, there is no direct evidence that leads to the root cause of this complaint. Based on the complaint information, lot order search, product evaluation and device history review, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Reportedly, single-piece silicone iol was torn off in the injector during insertion requiring intraoperative removal. Incision was not enlarged and no other tissue damage was performed. Another lens was successfully implanted. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2014, the most likely cause of the event was unknown. In the same report she said that there was either a problem with the injector or a possibility that user error (during loading) might have caused the lens damage. A lens work order search was performed and no similar complaints were found. A cartridge lot number search found (B)(4) similar complaints. An injector lot number search found no similar complaints. Based on the complaint history, work order search, medical review, cartridge and injector lot number searches and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®). (B)(4). Evaluation codes results (other) visual inspection of the returned lens showed the lens was cut in half and a haptic and part of the optic was torn off and missing. There was a clear residue on the surface of the lens. The body of the injector was cracked and there was a dried surgical residue on the device. Conclusion: (other): an investigation of the root causes of lens tears, similar to that stated in this complaint was conducted and addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The investigation also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. Based on the complaint history and the evaluation of the returned product, possible root causes for lens tears include both delivery system issues and handling errors by the customer. (B)(4).

Manufacturer narrative:
Device history review - device history record review found associated source lots were manufactured within established parameters and limits. This is a resubmission to correct the MFR#. The MFR number was reported incorrectly in supplemental MDR#2 (MFR# 2023836-2014-01104). Claim# (B)(4).